Manufacturer narrative:
Qc prior to the event was within the established ranges. It is not known if qc was run after the event. The customer replaced sodium electrodes, which appears to have resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600i synchron access clinical system for 5 patient samples. The results were reported out of the laboratory. Repeat testing on the next day, after resolving the issue, produced higher results, and the results were amended. It is unknown if the patient treatment was initiated or withheld based upon the erroneous results reported.